Manufacturer narrative:
The MDR report# mw5163637 did not provide enough information to identify the model which would have been involved in the reported event. Since there was no information about the reporter or details about the hosptial there was no chance to do any further investigation. Obviously, the reporter is not available to give more details about the device (model, sn). There are certain doubts that this incident is actually related to an external pacemaker at all. The word: "ablation."leads to conjecture that the reporter is referring actually to a rf ablation generator with ablation catheter. Osypka medical gmbh is not manufacturing such devices.

Event description:
Manufacturer received voluntary and anonymous MDR report# mw5163637: ablation with the osypka generator did not work. A new adaptor for osypka is ordered by the customer. They used another catheter from another company to complete the procedure conventionally. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). According to the MDR report an external pacemaker was involved but no model name or serial number was provided and the reported event lead to a high frequent ablation generator and related ablation catheter.